Event description:
Boston scientific received information that a red alert was received for this system due to high, out of range shocking impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and what testing could be performed. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.